Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose level. A contact attempt was made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.